Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they no audio output from the receiver and an adverse event on (B)(6) 2016. The patient was at school and had a missed low because the receiver did not beep. The teacher noticed that the patient was slow to respond, and took her to the school nurse. The school nurse checked the patient's blood sugar and the patient was at 42 mg/dl. The patient was given juice and a snack and the patient recovered. Additionally, patient's mother tested the receiver and it did not beep. No further event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.